Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further follow up it was learned that the patient was a continuous ambulatory peritoneal dialysis patient (pd) therapy patient using baxter disposable products only. The cause of death was heart failure (previously the cause of death was not reported). It was reported that the patient was having chest pains and was brought to the emergency room where he passed away. He was not given any treatment. It was stated that the patient had their last pd therapy one hour before passing while in the hospital emergency room. Therefore as there is no report of contamination, allergen exposure, or unintended component interactions in association with this death, baxter disposables are no longer considered suspect product in this event.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.